Event description:
The hcp reported that the pump was not infusing. The full reservoir volume (18 mls) was aspirated at 2 pump refill visits. A dye bolus delivered through the catheter dye access port confirmed that the catheter was intrathecally placed. The pt experienced increased pain, somnolence, weakness, nausea, vomiting, and diarrhea associated with the event. The pt possibly fainted and had a fall. The pump was replaced. It was used to deliver fentanyl and bupivacaine. The hcp reported the pt outcome as 'no injury'.

Manufacturer narrative:
In 2009, the pump has been returned to the manufacturer for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.